Manufacturer narrative:
This issue cannot be further investigated due to the absence of a known exel lot number. No additional information was provided. The product in question were not returned for investigation. No documentary evidence such as photos or videos were provided with this ocmplaint. Due to the lack of evidence nor lot number this complaint can now be closed. To address this proactively, we will continuously review and monitor this type of complaint, this incident will be added to our list of complaints for tracking and trend analysis, and we will work to improve communication and collaboration with tandem to enhance data collection and gathering process. (B)(4)

Event description:
Issue: caller reported syringe damage: "syringe exploded". Injury: there were no injury or consequences from caller. Resolution: replacement of needle and/or syringe.